Event description:
On (B)(6) 2009, "caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2009, inratio: 3.8, lab: 2.8; (B)(6) 2009, 3.8, 2.8; (B)(6) 2009, 3.8, 4.6.

Manufacturer narrative:
Investigation pending.